Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis noted some plastic material in the lead sleevehead which may have contributed to the helix's inability to extend or retract. The full lead was returned for analysis.

Event description:
It was reported that during implant attempt, the helix was not functioning. The lead was removed and not used. There were no patient complications reported as a result of this event.